Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crpl3 c-reactive protein gen.3 (crp) on a cobas 6000 c (501) module - c501. The sample initially resulted as 2.72 mg/l and this value was reported outside of the laboratory to the physician. The physician said that the result was not possible for this patient, so the sample was repeated. The repeat result from the same analyzer was 118.03 mg/l. The sample was also tested on a second c501 analyzer, resulting as 118 mg/l. No adverse events were alleged to have occurred with the patient. The crp reagent lot number was 319403. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The field service engineer checked all probe adjustments. He adjusted a wash station and checked liquid level detection. No malfunctions could be detected.

Manufacturer narrative:
The customer had no further issues after the service actions were performed. A reagent issue could be excluded since controls and the sample repeat were measured using the same reagent. The investigation was unable to find a definitive root cause.